Event description:
Analysis of the explanted stent graft has been completed. A type ii endoleak from 2 large lumbar arteries, which were noted by the physician at explant, are the most likely cause for the increase in aneurysm size. Possible contribution from a type iii junctional leak may have come from the disparate sized of the iliac extension as a 16 mm cuff was placed into a 20 mm cuff to resolve the distal leak. The fatigue fractures noted on the explanted device likely did not contribute to the leak, as there was no effect on the graft material integrity and the graft was well incorporated proximally and distally, denoting no evidence of migration.

Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1999. The pt has a history of cardiovascular disease, renovascular disease, diabetes, chronic obstructive pulmonary disease, contrast allergy, congestive heart failure, an enlarged pancreas, and arthritis. In 2000, the pt underwent placement of a 20 mm diameter x 3.75 mm length aortic extender cuff in the left common iliac artery for treatment of an endoleak. The cuff was deployed inside the proximal iliac cuff, and was ballooned with a 16 mm x 4 cm balloon. Angiogram indicated the endoleak was not resolved; therefore, the cuff, was ballooned again. It was reported that the endoleak was resolved after the second balloon inflation, and no flow into the aneurysm sac was noted. A follow-up computerized tomography (CT) scan revealed an endoleak. The source of the endoleak was undertermined until a preoperative arteriogram demonstrated that the endoleak was coming from the left limb of the graft. In 2000, the patient was brought to the operating room for repair of the endoleak. The pt was prepped and draped in the usual sterile fashion. The common femoral artery was accessed, and angiogram revealed that the endoleak was from the distal portion of the left limb of the stent graft. A 16 mm diameter x 5.5 cm length iliac extender cuff was deployed under fluoroscopic guidance with approximately 2.5 cm overlapping the previous iliac limb and 3 cm extending into the left common iliac artery. A balloon catheter was inserted and inflated to seal the cuff to the previous graft. Arteriogram indicated a complete seal of the previous endoleak, and the patient had excellent doppler sounds over the posterior tibial and dorsalis pedis points of the left foot. It was reported that the patient's food was warm and well perfused. The pt left the operating room in satisfactory condition. The next month, an abdominal CT scan indicated good proximal and distal seals of the stent graft with a maximum aneurysm diameter of 5.8 cm. It was reported that there was a subtle increased density relative to the thrombosed native aneurysm posterior to the stent graft that was suspicious for an endoleak, either from a modular dissociation or from a patent lumbar artery. A pelvic CT scan performed on the same day demonstrated that the stent graft was patent. No evidence of pelvic aneurysm or leak in the pelvis was noted. It was reported that there were low-density masses in the groins that were suggestive of hematomas or seromas. Because of the patient's renal insufficiency and consequent intolerance to nonionic contrast, evaluation for endoleak was difficult. In 2001, an abdominal CT scan indicated that the proximal and distal seals of the stent graft appeared good. The native aorta was reported to be unchanged from the prior CT scan; however, the region of increased density posterior to the right limb of the stent graft was reported to be 2 cm, and thought to be representative of an endoleak. Three months later, an abdominal CT scan revealed that the stent graft was unchanged since the previous one, and the size of the aneurysm was stable. Evaluation for endoleak was not possible without the use of contrast, which was contraindicated because of the patient's renal failure and dye allergy. On event date, the pt underwent explant of the stent graft system and open surgical repair of the aneurysm. A recent CT scan had demonstrated a continued endoleak and expansion of the aneurysm. There was pulsatility present in the aneurysm sac, and the intrasac pressure was measured at 100 mm hg. The aneurysm was 7 cm in diameter. During the procedure, it was noted that the stent graft was well incorporated proximally and distally, and there was no evidence of detachment of either limb. No leak through the fabric of the stent graft was reported; however, there were two large lumbar vessels with pulsatile bleeding in the terminal aorta. The lumbar vessels were oversewn and ligated. The graft was freed, and a #18 bifurcated graft was implanted. No complications were reported during the procedure. It was reported that the patient tolerated the procedure well and left the operating room with palpable pulses. The explanted stent graft has been received by medtronic ave, and analysis is pending.